Event description:
It was reported that on an unknown date, during an unknown procedure, the cable became stuck in the cable tensioner. No patient consequence reported. The procedure was successfully completed. It was unknown if there was surgical delay. This report is for one (1) unk - cable/wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cable wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.